Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to a connector on the power module was confirmed via visual analysis. The heartmate power module (serial #: (B)(6)) was returned for analysis and no log files were submitted for review. The heartmate power module (serial #: (B)(6)) was serviced on (B)(6) 2021 at the abbott european distribution center (edc) and no log files were submitted. The 14 pin lemo connector plastic was found to be loose from the housing and a crack in the plastic was observed after opening the power module, confirming the reported event. This cable was replaced. The power module was tested and passed all stages of testing. The device was placed in the abbott rental pool. The root cause of the reported damage was unable to be determined in this analysis. Incidental findings: missing battery clip, damaged housing the device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the connection of the power module was defective.